Event description:
Allegedly, the patient was on a walk in the park when the component broke without early warning.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00459. This event occurred in (B)(6).

Event description:
Allegedly, the patient was on a walk in the park when the component broke without early warning.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Review of package insert. From the current package insert for this product, "fatigue fracture of the prosthetic component can occur as a result of trauma, strenuous activity, improper alignment, incomplete implant seating, duration of service, loss of fixation, non-union, or excessive weight." Specific lot numbers and part numbers were not provided. Without the return of the product, additional investigation is not possible. This event occurred in (B)(6).